Event description:
It was reported that the ilet was not displaying blood glucose readings while the user was wearing a dexcom g7 sensor, consistent with signal loss between the cgm and the ilet; during troubleshooting that included education and a prompted fingerstick, the cgm values reappeared on the ilet screen. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms on the ilet and no medical intervention. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed transient communication loss to the ilet only, with no indication of sensor failure and no ilet hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication disruption resolved through standard troubleshooting.